Event description:
Information received indicates the head and foot casters brake properly, but the swivel lock does not engage.

Manufacturer narrative:
The technician replaced the head and foot end casters to repair the stretcher.